Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 94% efficiency. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions in order to report a prometra ii 20 ml pump that was explanted due to a volume discrepancy. Representative stated that they were only made aware of one underinfusion discrepancy that occurred in august where the expected volume was 15 mls and the returned volume was 19.5 mls. Representative stated that the physician did not perform a cap study, and that the patient's catheter contains both flowonix and medtronic segments. The date of the alleged volume discrepancy is unknown.